Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. By report, initial report performed on (B)(6) 2010. The procedure was completed without incident. A type ia was discovered during follow-up and was resolved with a zenith renu main body extension. Patient anatomy likely resulted in the reported endoleak. The complaint description stated that the anatomy was outside the IFU. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) year old male patient underwent endovascular repair on (B)(6), 2010. The patient received a zenith main body graft and two zenith iliac leg grafts. The procedure was completed without reported incident. A proximal type ia endoleak had developed overtime. The endoleak was treated with a zenith renu graft. When the initial graft was placed, the anatomy was outside of the instructions for use due to the patient's anatomy not conforming with the requirements; however, the treatment with the zenith renu was successful and the patient was discharged. The repair took place on (B)(6) 2011.